Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax.. It was initially reported by the customer that ablation with ngen stopped after 1 sec. There was a catheter interference issue when no other catheter was in the area. Also, the temperature cut-off value was exceeded the system stopped the ablation within one second when the cut-off value was exceeded. In addition, even after zeroing the force several time, the force curve/value was white (not precise). On the force reader, the symbol of cath contact/interference was present, without cath in the vicinity. There was also a warning about that on carto. A new catheter solved the issues. The customer¿s reported force, interference and temperature errors are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 8-jan-2024, the bwi pal revealed that a visual inspection of the returned device found a reddish material inside pebax, due to a hole in the pebax of the catheter. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster for evaluation and the evaluation has been completed. Bwi conducted a visual inspection, temperature and impedance, and patency test of the returned catheter. Visual analysis of the returned sample revealed reddish material inside pebax, due to a hole in the pebax of the catheter. The damage on the pebax, could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. The force, temperature, impedance and patency testing were performed in accordance with bwi procedures. The device passed the generator tests, and the patency test, the device was irrigating and flushing correctly. No obstructed holes were observed. No irrigation issues were observed. The force and temperature issues reported by the customer were confirmed. The instructions for use contain the following warning stated in the carto 3 system manual: before use, check irrigation ports are patent by infusing heparinized normal saline through the catheter and tubing. Also, do not continue the use of the catheter if is not functioning properly or present physical damage. A manufacturing record evaluation was performed for the finished device number lot and no internal action related to the complaint were found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).